Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000512 and no internal actions related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:

Event description:
During a clinical trial, it was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo. Patient received index cardiac ablation on (B)(6) 2025. On (B)(6) 2025, patient experienced accidental puncture and placing of the sheath in the arterial femoralis categorized as moderate and not serious. Relationship to study device is not related and relationship to the index study procedure is causal. The adverse event is recovered/resolved with an end date of 17-feb-2025. The outcome is recovered/resolved with an end date of (B)(6) 2025. Intervention was percutaneous closure with prostyle 2x.

Manufacturer narrative:
During an internal review on 23-apr-2025, noted a correction to the 3500a initial under h11. Additional manufacturer narrative as should have included "manufacturer's reference number: (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.